Event description:
When using the cutting jaws of the harvesting device to remove saphenous vein for CABG, the provider noticed that the plastic around the jaws of the tip was melting away from the metal. No harm to patient.